Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: (B)(4), model: sc-8416-50, serial: (B)(4), batch: 7034739.

Event description:
It was reported that the patient presented to the emergency room in severe pain and could not walk. The patient stated that she had fallen three times. It is noted that the patient has a bad right knee as is morbidly obese. The physician noticed that the paddle lead had moved laterally to the right after the patient's falls and was worried about the long term effects on patient's right leg therefore he decided to explant the spinal cord stimulator (scs) system. Post operatively, the patient was doing better but sore.